Event description:
Surgery laparoscopic low anterior colon resection, rigid proctoscopy and mobilization of splenic flexure. Developed anastomotic leak. 2 days later - surgery for (laparoscopic) colon resection with end colostomy and hartmann's pouch. Endo gia stapler used during first surgery.